Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, a response has not been provided. Should additional information be received at a later date, a supplemental report will be submitted. Please describe the form and shape of the staples that did deploy. Were they noted on one side of the cut line or both? Are photos available? Was any unusual noise heard during the firing? What color cartridge was used? On which firing did the event occur? Was the firing on the mesoappendix or the appendicular stomach? What was the approximate blood loss? How was the bleeding controlled? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure that while stapling the mesoappendices none of the staples formed and the patient bleed requiring a blood transfusion. Unknown how many units of blood were needed. Unknown as to how the procedure was completed.

Manufacturer narrative:
(B)(4). B4: batch : 941c87. Date sent: 2/11/2025. Additional information was requested, and the following was obtained: please describe the form and shape of the staples that did deploy. Did not see any staples¿just a pool of blood. Were they noted on one side of the cut line or both? No staples detected. Are photos available? No was any unusual noise heard during the firing? The firing sounded normal. What color cartridge was used? White 45mm on which firing did the event occur? Second firing was the firing on the mesoappendix or the appendicular stump? Small bowl mesentery what was the approximate blood loss? 1 liter¿¿transfusion was needed how was the bleeding controlled? Sutures.

Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #941c87. Corrected data d4: UDI#. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with one gst45w reload loaded on the device. The reload was received fully fired. In addition, another gst45w reload was received fully fired. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 941c87, and no non-conformances were identified.